Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. Blood glucose level at the time of the incident was 111 mg/dl. The customer stated that it felt like something didn't fit right when she was changing the set, and she found the reservoir tube lip was broken and the o-ring was missing. The customer stated that the reservoir would not stay in the insulin pump. The customer did not know how the damage occurred. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.